Event description:
It was reported that the patient was explanted from the vibrant soundbridge on (B)(6), 2014, and re-implanted with a cochlear implant. Degradation of residual hearing was observed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.